Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 47-400 (mg/dl). Customer delivered an insulin injection to address elevated bg level. Subsequently, customer experienced a low bg level of 47. Customer consumed 15-17 grams of sugar to treat low bg levels. During troubleshooting with tandem technical support, customer was guided through setting a temp rate. Customer later reported that bg levels stabilized.